Event description:
Customer reported an issue with the spectrum monitor, which may have resulted in a loss of spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the spo2 pcb.